Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The femoral component was also removed at this time.

Manufacturer narrative:
The results of the manufacturer's eval are inconclusive due to the lack of information provided.